Manufacturer narrative:
Section d9 was updated. A subsequent follow up MDR will be submitted when additional information becomes available following device evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative an impella 5.5 was inserted via the right axillary subclavian artery in a 64-year-old male for elective hemodynamic support during planned coronary artery bypass grafting and aortic valve surgery. The patient had a prior history of coronary artery bypass grafting and known coronary artery disease. At the time of support, the patient was intubated and receiving vasopressors and mechanical ventilation for respiratory support, consistent with scai stage d cardiogenic shock. During support, the console displayed a purge pressure high alarm and purge system blocked alarm. The care team notified the physician and initiated tissue plasminogen activator through the purge system per institutional protocol after attempts to change the purge cassette. Hemodynamics remained stable, and echocardiography was performed to confirm device position. The physician began weaning the pump to p4 with anticipation of device removal later in the day. Following persistent elevated purge pressure and thrombus burden, the care team elected to remove the impella 5.5. A clot was noted within the catheter at the time of removal. The purge solution consisted of 500 ml d5w with 12.5 meq sodium bicarbonate during support. The patient remained hemodynamically stable following device removal and survived the event. Based on the available information, the thrombotic finding and associated purge pressure elevation are recognized risks associated with temporary mechanical circulatory support in the setting of underlying coronary artery disease, critical illness, and perioperative management. The patient survived.